Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had an ablation a few years ago due to multiple shocks delivered. Since then the patient had ringing in the ears. Boston scientific technical services (ts) referred the patient to the following physician. Additional information indicates that the patient was not checked recently and indication of shock was not determined. This ICD remains in service. No additional adverse patient effects were reported.